Event description:
Summary: (B)(6) ((B)(6), united arab emirates) reported a potential false negative stenotrophomonas maltophilia result on the biofire blood culture identification 2 ((B)(6)) panel after testing a patient's blood culture sample. The patient was not impacted due to the biofire bcid2 panel result. A malfunction of the filmarray torch instrument ((B)(6)) is suspected. The full investigation and associated conclusions will be provided in the final report. No remedial action, corrective action, preventive action, or field safety corrective action (fsca) has been deemed necessary at this time.

Manufacturer narrative:
Investigation: (B)(6) ((B)(6), united arab emirates) reported a potential false negative stenotrophomonas maltophilia result on the biofire blood culture identification 2 ((B)(6)) panel after testing a patient's blood culture sample. The patient was not impacted due to the biofire (B)(6) panel result. A malfunction of the filmarray torch instrument ((B)(6)) is suspected. The full investigation and associated conclusions will be provided in the final report. No remedial action, corrective action, preventive action, or fsca has been deemed necessary at this time. Conclusion: investigation ongoing.

Event description:
Summary: cleveland clinic abu dhabi (abu dhabi, united arab emirates) reported a potential false negative stenotrophomonas maltophilia result on the biofire blood culture identification 2 (bcid2) panel after testing a patient's blood culture sample. The patient was not impacted due to the biofire bcid2 panel result. The investigation concluded the most likely cause for the discrepancy was a filmarray torch instrument (B)(6) error.

Manufacturer narrative:
Investigation: on (B)(6) 2024, the patient's blood culture sample was tested on the biofire bcid2 panel. The biofire bcid2 panel reported all analytes as not detected. On the same day, gram-negative rods were observed on gram stain and s. Maltophilia was identified using vitek® 2. The customer reported that the patient was not impacted due to the biofire bcid2 panel result. No serious injury/death was reported. The analysis of the biofire bcid2 panel run file showed robust amplification signature for one of two s. Maltophilia wells. In house investigation: the filmarray torch instrument (B)(6) was brought in for service. The incoming service testing failed. During the optic calibration and troubleshooting, flaws in the window bladder were identified. These flaws correlated with the error bundles provided by the customer. The entire window bladder showed a state of deterioration, and widespread soiling. The window bladder was replaced with a molded window bladder and was confirmed to be in working order. The filmarray torch instrument passed all outgoing service and quality control testing. The in-house investigation determined the wear out of the window bladder to be the root cause of the issue and the replacement of the window bladder corrected this issue. Quality control (qc) records for pouch lot# 3brv24 (kit lot# 0998024) and filmarray torch instrument (serial number# (B)(6) were reviewed. The pouch lot and instrument passed qc criteria. The discrepancy reported by the customer was not observed during qc testing. Conclusion: the investigation concluded the most likely cause for the discrepancy was a filmarray torch instrument (B)(6) error. Error bundles provided by this customer showed what appeared to be damage or delamination of the window bladder. This appearance may have interfered with the ability of the filmarray torch instrument to measure the fluorescence signal generated in each well; and may have contributed to the signatures observed in the biofire bcid2 panel run file provided by the customer. During service, the window bladder was replaced, and other maintenance was performed to fix these issues. The instrument passed all outgoing qc testing. The "principle of the procedure" section of the biofire bcid2 panel instructions for use (IFU) (www.online-IFU.com/iti0048) describes the operations and processes that occur during a biofire bcid2 panel run. During the run, the system performs nested multiplex pcr by performing a single, large volume, massively multiplexed reaction (pcr1) followed by multiple singleplex second-stage pcr reactions (pcr2) to amplify sequences within the pcr1 products. When pcr2 is complete, the filmarray torch instrument performs a high-resolution dna melting analysis on the pcr products and measures the fluorescence signal generated in each well. The biofire software then uses a patented melt analysis to interpret the data and determine if an assay is positive or negative. The "assay interpretation" section of the biofire bcid2 panel IFU describes analyses in order for the biofire software to assign a final assay result. Amplicon length and sequence determines the temperature at which the double-stranded dna will melt apart, which is known as the melting temperature (tm) of the amplicon. Biofire's melt analysis software for the biofire bcid2 panel requires that two replicates for an assay be detected with similar tms within the assay specific temperature range/window to call the assay positive. Additionally, once positive melt curves have been identified, the software evaluates the replicates for each assay to determine the assay result. For an assay to be called positive, two associated melt curves must be called positive, and both tms must be similar. Assays that do not meet these criteria are called negative. More information can be found in the filmarray torch operator's manual (www.online-IFU.com/iti0066). Clinical performance: according to table 37 biofire bcid2 panel clinical performance summary, stenotrophomonas maltophilia of the biofire bcid2 panel IFU, the performance of the s. Maltophilia assay compared to standard manual and automated microbiological/biochemical identification methods showed an overall sensitivity of 88.5% (95% ci 78.2-94.3%) and a specificity of 100% (95% ci 99.8-100%). S. Maltophilia was detected in 7/8 prospective specimens and 22/23 archived specimens. 25/30 seeded specimens were detected with 20/20 of these being single seeded specimens, and 5/10 being specimens that were co-seeded with s. Aureus. S. Aureus was detected in 10/10 of the co-seeded specimens.